Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Facility information: (B)(6). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) african american female patient underwent a breast augmentation revision with a mentor memorygel breast implant 500 cc and suffered from bilateral cutaneous contour deformity. The patient experienced :¿right side rippling, left side narrow breast and can feel the implant¿. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch is for the left breast implant.